Manufacturer narrative:
Manufacturer¿s investigation conclusion. A direct relationship between the device and the reported events could not be determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2016. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists the adverse event that may be associated with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired at home under hospice care.